Event description:
Customer reportedly rec'd the following results on the aviva system within 10 minutes: 135 mg/dl, 333 mg/dl, and 152 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.